Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a patient who underwent a tracheostomy in (B)(6) 2026 following a cervical-mediastinal cellulitis experienced difficulties during ventilator weaning. The tracheostomy cannula currently in place was inserted on (B)(6) 2026 (date deduced but not certain). After an hour and a half ventilation episode, the patient was placed on high-concentration oxygen therapy with the cuff deflated. The patient was then reconnected to mechanical ventilation using an astral 150 ventilator with the cuff inflated with 8 ml of sterile water (ppi). At 16:00, the patient presented a decrease in tidal volume, an increase in respiratory rate, and sweating. Tracheobronchial suctioning could not be properly performed because the suction catheter could not advance beyond 15 cm from the tracheal opening. An aerosol treatment was performed, after which significant leaks appeared on the astral 150 ventilator. The ventilator was therefore replaced with another model (dräger). Clinical consequences: the patient experienced oxygen desaturation requiring an urgent bronchoscopy performed under sedation and vasopressor support. The physician observed a progressive reduction of the cannula lumen as the cuff was inflated. The cannula was replaced with another cannula of the same diameter (6.0 mm), allowing a return to adequate ventilation parameters (tidal volume smaller than 300 ml, respiratory rate bigger than 30) on the astral ventilator and enabling tracheobronchial suctioning to be performed.

Manufacturer narrative:
D3: updated. D9 - date returned to MFR: 16-apr-2026. G4: updated. H3 and h6 codes: updated. One suspect device was received for investigation. Visual inspection revealed no anomalies. Functional testing confirmed that the cuff inflated properly without any fluid loss, and no leaks were detected. The reported issue could not be verified, and the root cause could not be determined.